Manufacturer narrative:
Lot a258987 was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege gps stent to treat a lesion. The vessel was not tortuous. The lesion was not pre-dilated. There was no resistance advancing the device. During the delivery of the stent positioning difficulties were encountered. During deployment the delivery system jammed and the stent deployed outside the target lesion. Another medtronic device was used to complete the procedure.